Event description:
It was reported that the customer had many scratches and a worn display on the insulin pump. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a severely scratched display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.